Manufacturer narrative:
The reported condition of failure code 403:317:817:0000 was confirmed but not duplicated due to a faulty user interface module printed circuit board (uim pcb). The uim pcb and slave u65 were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been serviced by baxter prior to this event. No exception occurred during the manufacturing of this device. (B)(4)

Event description:
The facility reported a colleague infusion pump with a failure code of 403:317:817:0000. It is unknown when this condition occurred, however it is known to have occurred in the med surg department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.